Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he received an error message on his receiver. The receiver then powered off. The issue was resolved by the end of the contact with dexcom technical support.